Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the shell and one opening linear on radius. Leak test and microscopic analysis was performed which identified one opening(sharp) on radius and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening due to an unidentified(tear) opening.

Event description:
Patient reported left side deflation. Device was implanted for greater than 6 months. Company representative reported "migration". Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device was implanted for greater than 6 months. Device remains implanted.